Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings:the prime history has several large primes recorded. Performed pump rewind, load, and prime with no loss of prime. Force sensor calibration was out of specification, low opened pump. Removed force sensor from motor assembly. Force sensor plate was contaminated with a green substance. Force sensor plate resistance reading out of specification. Removed piston from pump. Inspected for excess flashing. Piston measured within specification. Battery compartment cracked at the thread in 2 places. No moisture or corrosion in pump. .display was faded and pink. Removed displayed and placed new good display: new display contrast returned to normal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed force sensor out of calibration and contaminated, dim display, and cracks in the battery threads. This report is made based on the results of an investigation completed on (B)(4) 2013.